Manufacturer narrative:
Device was used for treatment, not diagnosis. Delee, j., evans, j.. And julian, j. (1983). Stress fracture of the fifth metatarsal. The american journal of sports medicine, 11, 349-353. This report is for an unknown asif malleolar screw / unknown quantity / unknown lot. (Other number): UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, delee, j., evans, j.. And julian, j. (1983). Stress fracture of the fifth metatarsal. The american journal of sports medicine, 11, 349-353. The authors reported ten athletes with stress fractures of the fifth metatarsal shaft who were successfully treated with intramedullary screw fixation. From september 1979 to august 1982, nine males and one female, age 18 to 28 years, with mean age of 21 years, underwent internal fixation of the stress fracture using association for the study of internal fixation (asif) malleolar screw (seven patients) and screw of competitor (three patients). The screw was inserted without opening the fracture site. The authors also reported use of an asif drill during the procedure. Post-operatively, the patients were placed in a non-walking leg cast, then progressed to a hard-soled shoe with gradual progression of weight-bearing. All of the patients returned to competitive sporting activity in an average of 8.5 weeks (range, seven to 14 weeks). Results included tenderness over the screw head (three patients) with no loss of playing time and pain under the head of the fifth metatarsal (five patients). Pain relief was obtained with a metatarsal pad in four of the five patients. The authors did not specify which device was implanted in the patients who reported complaints of pain under the metatarsal head. This is report 1 of 1 for (B)(4). This report is for an unknown asif malleolar screw.